Event description:
It was reported that the patient had an infection where the implantable neurostimulator (ins) and lead components were placed. It was also noted that infection was on ¿top of the wires¿ and started 3 to 4 days ago and was getting worse. The patient had seen their primary care physician and they were ¿afraid the infection is spreading¿. The patient¿s healthcare professional (hcp) gave the patient medication but they were afraid ¿its going too far¿. In addition, the patient stated that they had fallen a few times. Specifically, the patient noted that they ¿passed out¿ and fell down 15 stairs eight months ago, fell off a couple of steps a month ago, and fell off a chair (backwards) 3 months ago. The patient was also reported to be in a lot of pain and stated that they had a ¿pinching/pain inside¿ of them which started 6 months ago. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient¿s system was removed two weeks ago because it was not working for them. It was stated that there were no device malfunctions but the patient ¿was not receiving good service from the manufacturer¿ and the patient had been programmed on a few occasions but was not getting the relief. It was stated that the falls were not directly related to the devices. The patient stated that they did not notice any infections. It was stated that the healthcare professional (hcp) had not seen or heard from the patient after the explant. It was noted that the hcp thought the purpose of the call was to report information to the hcp about the patient¿s health and stated but ¿you guys are worried about devices and issues¿ and ended the call.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their healthcare professional (hcp) or manufacturer¿s representative. It was noted that the patient had an appointment (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3550-39, lot# n247245, implanted: (B)(6) 2010, product type: accessory; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).